Event description:
The sales rep reported to us that there was a miss locking with the reported devices. There was a delay of 15 min.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.